Event description:
The customer states the devices' mainboard went out. No report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.